Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the loop of the endoscopic electrosurgical electrode snapped while being inserted into the resection opening prior to inserting the device into the patient. The issue occurred during a resection procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation and the information provided, the subject device was not returned to olympus for investigation. No further information about the device is available should it become available an investigation will be conducted and a supplement will be submitted. Olympus will continue to monitor field performance for this device.